Manufacturer narrative:
(B)(4). One mountaineer minipolyaxial screwdriver was received by the customer quality unit. Visual examination at the macroscopic level revealed that the driver had fractured at the driver¿s distal tip. The fracture analysis report reveals a rough surface across the entire tip. The fracture is also on an angle with the edges rolled over, suggesting that the tip failed via a static cantilever overloading during torque application. A device history record review identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. All complaint trends will be evaluated as a part of the depuy spine monthly complaint review meeting. A definitive root cause for the screwdriver¿s distal tip becoming fractured cannot be positively determined. However, the fracture analysis report suggests that the tip failed via a static cantilever overloading during torque application. No issues were identified in the manufacturing and release of this device that could have contributed to the problem reported by the customer. Therefore, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
A portion of the screw driver tip broke off when removing at 3.5 x 12mm screw from left c4 lateral mass. Screw was removed successfully without any affect on the patient or surgery outcome. Patient consequence? No. Is the information being submitted for this complaint all the details that are known/available regarding this event? Yes.